Event description:
It was reported that at an unknown time on an unknown date the device was sent in for an unknown repair. There was no report of harm to a patient or delay to a procedure as multiple diligence attempts were made; however, no additional information was available from the customer. Therefore, due diligence is complete. During device evaluation, the dermatome was found to have unstable motor speeds. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the swivel was loose and the motor speeds were unstable. The motor and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.